Manufacturer narrative:
A4: unk, a5: unk, a6: unk. H6: health impact- clinical code: 4581 - double vision. H6 - device code: 1494 - this lens model is contraindicated for patients with an anterior chamber depth (acd) less than 3.0mm. H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -12.50/+1.0/071 (sphere/cylinder/axis), in the patients left eye (os), on (B)(6)2022. The lens was explanted on (B)(6)2023 due to excessive vaulting and elevated intraocular pressure (iop). The patient complained of double vision. The problem was resolved. The cause of the event was unknown.

Manufacturer narrative:
Additional information: d9: return date: (B)(6) 2023. H3 - device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found the haptic torn and deformed and the optic torn. Dimensional inspection was unable to be performed due to significant lens damage. Claim# (B)(4).